Manufacturer narrative:
Customer complainted that the meter has a display problem. Manufacturing records will be reviewed right after recieving the serial number and other device information. The device is not returned yet. Relevant investigation will be initiated after recieving those information.

Event description:
Bad display of the self-monitoring blood glucose meter (model emng).